Event description:
Tia90 misfired staples. Fired before device closed.

Event description:
Tia90 misfired staples. Fired before device closed.

Event description:
Tia90 misfired staples. Fired before device closed.